Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840017535, 510k #k091974 and UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray images review: post-op x-ray of t9-s2ai surgery shows rod fracture and one screw out of the tulip at s2 screw. Date of original implant is unknown, fusion status is unknown, but is reported as incomplete l5-s1. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: kyphoscoliosis type of procedure used: t9-s2ai: psf (posterior spinal fusion), l2/3 l3/4 l4/5: olif (oblique lumbar interbody fusion), l5/s1: plif (posterior lumbar interbody fusion) levels implanted: t9-s2ai it was reported that on unknown date, post-op, the screw on one side of s1 also got loose. Fusion was not achieved at l5-s1. Hence, a revision surgery was performed, in which the products were replaced. The neck of the patient was not well and the patient fell down, so cervical decompression was also performed. No fragment of the broken products remained inside the patient post revision surgery; and no patient complications were reported.

Manufacturer narrative:
Product analysis: after visual and optical examination and functional testing, it does not appear to be any damage nor does it indicate any functional issues with the screw. It was unable to replicate customer concern. It was unable to determine root cause of the foregoing event from the available information. If information is provided in the future, a supplemental report will be issued.